Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when powered on, the ventilator alarmed with black screen. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rcvd by MFR: 12/28/2015. Attempts were made to obtain further patient information and device repair. To date, no further details have been received. The service history record was reviewed and no repair information was found. The device was in use on a patient during the event, but no harm was reported.

Event description:
The customer reported that when powered on, the ventilator alarmed with black screen. The customer reported there was patient involvement, but no reported harm.